Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse successfully completed a simulated treatment with the known good catheter and trainer, successfully completed two all manifold tests before opening the unit. Nothing unusual identified inside of unit, no signs of fluid ingress. The fse identified the gas gain alarms in the logs, as well as autofill failures on 2 february, when the customer indicated that the issue took place. All full functional checkouts completed without issue. Ran unit for about 3 hours during and post evaluation without identifying any issues. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was having a gas gain fail. The unit was swapped out with another to continue treatment. No patient harm, serious injury or adverse event was reported.